Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented no image when connected with endoscopes during setup/ inspection for use, before patient in room. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in cr (printed circuit) board and disconnection in lvds (low voltage switching device) unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in cr board, the real-time image is not displayed and due to disconnection in lvds unit, the scope information is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.